Event description:
It was reported to boston scientific corporation that an advantage fit transvaginal mid-urethral sling system was implanted into the patient on (B)(6) 2009. According to the complainant, the patient experienced serious bodily injuries, physical pain, infection, and dyspareunia following the procedure. All other information, including the patient's current condition, is unknown and reportedly unavailable.